Event description:
It was reported that this pacemaker device was found in safety mode during the routine follow-up. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported.